Event description:
It was reported that during an unknown procedure that the clips will not hold after placing. Outside of the patient. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Yielded jaws.